Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time, from the information received, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A pt underwent initial endovascular therapy in 2009, the physician placed on flex main body, two iliac leg grafts, and one thoracic stent graft. The landing zone was short, questionable, calcified, and tortuous for one of the iliac leg graft placements. Over time, a type ib endoleak resulted, so in 2009, the physician extended down by placing an additional iliac leg graft. Pt is fine.